Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the x-rays showed that the leads had moved out of the patient's epidural space and they were not able to feel the paresthesia anymore. The patient had their lead revision surgery on (B)(6) 2016. Everything went great and they were feeling the tingling everywhere they need now.

Event description:
Additional information was reported that the patient was getting authorized to have a revision of the stimulator. No further information was provided at the time. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported the patient had been having problems for a while with not getting paresthesia and tingling into her right lower leg. The rep believed that the lead had moved. The doctor was going to get x-rays to verify. When the rep turned the amplitude up in the right lead the patient did not feel paresthesia until around 8.00 and when she felt paresthesia it was only in her back and was not comfortable. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any were planned. The rep was going to obtain more information from the healthcare provider (hcp) on (B)(6) 2015.